Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: device was broken, creases shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown adverse event. Additionally, healthcare professional reported a rupture. The device was explanted. This record is for the left side.